Manufacturer narrative:
Attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The speaker was found to be crisp and clear and not distorted or raspy. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The device was received by masimo on 06/16/2015. The device was evaluated by manufacturer.

Event description:
It was reported that when the device alarmed, the sound was different. Customer reported that the alarm was not the regular alarm sound and no error code was observed. It was also reported that as the issue occurred the customer immediately discontinued using the device. There were no consequences or impact to the pt.